Event description:
Infant with right parietal and mild left parietal bone fractures. Moderate size right frontal parietal cephalohematoma and small parafalcine acute subdural hematoma without mass effect - post vacuum extraction delivery.